Manufacturer narrative:
The device was evaluated and fluid ingress was found. There was a burnt smell emitting from the power supply and the ingress damaged the power supply, distribution board and centrifuge. The device will be repaired and upgraded to the current fluid ingress remediation. (B)(4).

Event description:
Haemonetics received a complaint for an orthopat device with the description "burnt smell from device." No patient or operator injury reported.